Event description:
It was reported to boston scientific corporation, that the extractor rx retrieval balloon was used during a stone extraction procedure in the common bile duct (cbd). According to the complainant, the physician indicated the balloon ruptured during inflation. The procedure was completed with another extractor rx retrieval balloon device. There has been no report of pt complications or injury due to this event. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.